Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, wear abrasion, and creases fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified sharp broken crease on radius and stress marks. Based on the device analysis the final assessment was a sharp crease opening on radius due to fold flaw opening.

Event description:
Device has been explanted.